Manufacturer narrative:
Batch review performed on 28 december 2017. (B)(4). Visual inspection performed on the returned items by r and d product manager on 20 december 2017: the returned items were analysed and they are found conforming to specification, no anomaly found. The root cause of the different feeling during assembly is probably due to the difference of 0.4 (for each side), between the trial and the implant. Anyway this different is according the specification of the design surgeons.

Event description:
The dimensions of the trial did not match with the dimensions of the implant. The trial held tightly in situ, the implant was loose. A bigger implant was used.